Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the locking system was defective due to broken pins. The product was not repairable, it was not under warranty anymore so it was not replaced.

Event description:
It was initially reported that the universal oscillating saw attachment serial number (B)(4) was defective. During device evaluation it was observed that pins of the locking system were broken. There was no patient harm and no surgery delay reported.